Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10044. The patient received two trial scs leads (from different lots) on (B)(6) 2011. It was reported the patient was receiving adequate stimulation in her legs while at the hospital; however, once she returned home, she only felt stimulation in her stomach and ribs. Switching programs did not resolve the issue. The manufacturer has attempted to obtain an update regarding patient status and the next course of action for this patient; however, no further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.